Event description:
During an atrial tachycardia procedure, there were communication issues with the advisor hd grid x catheter and the tactiflex ablation catheter resulting in a delay. It was noted that the advisor hd grid x catheter could not be visualized using port 8 and that a magnetic sensor error was displayed. The cable was exchanged, without resolution. The catheter was exchanged, and connected into port 7 which resolved the issue. However, the tactiflex catheter also was not being recognized and displayed an error stating "catheter not connected". The issue was resolved by replacing the catheter. The procedure was completed without adverse patient consequences. Despite replacing the catheters resolving the issue during the procedure the ensite x amplifier was later returned. During analysis, a sensor control unit issue was confirmed and based on this new information this device could be attributed to the field reported event.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and was successful. A field frame, surflink, electrocardiogram (ECG) simulator, 10 lead ECG cable set, wet lab, patient reference sensors (prs-a single, prs-p triple), tacticath sensor enabled catheter, and an advisor hd grid catheter; were all connected into an active magnetic tracker study. During post the amplifier logged a ¿hw:ndi:device reokaya896¿, followed shortly by a ¿command failed invalid crc¿. These magnetic symptoms are internal communication between the scu (sensor control unit) to siu (sensor interface unit). This was isolated to the scu by temporary replacement. The field reported event was able to be duplicated by magnetic testing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the scu. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.